Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Detailed analysis confirmed that the cathode conductor coil was fractured at the distal end of the terminal pin. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. A laboratory technician tested the helix mechanism and found it was nonfunctional, replicating the clinical observation. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix.

Event description:
Boston scientific received information that during the implant procedure, it was difficult to positon this right ventricular (rv) lead due to patient anatomy. Upon positioning the lead the helix was extended but the electrical measurements were not satisfactory thus the helix was attempted to be retracted but this was not possible, and gentle traction caused the lead to dislodge. Thus this lead was removed and a new lead was implanted. No adverse patient effects were reported.